Manufacturer narrative:
On 05/23/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 06/06/2019, mentor received additional information about the event: - it was initially reported that the patient was scheduled to undergo explantation on (B)(6) 2019. New information states that the patient underwent bilateral explantation on (B)(6) 2019 and the removed devices were replaced with a mentor memorygel breast implant 475cc gel breast prosthesis and a mentor memorygel breast implant 450cc gel breast prosthesis. - the patient developed capsular contracture in both breasts (baker grade iii in right breast, baker grade ii in left breast). A separate medwatch report will be submitted for the left breast capsular contracture. - after explantation surgery, it was observed that both breast prostheses had ruptured. A separate medwatch report will be submitted for the left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/15/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a rupture on a breast implant and development of capsular contracture. During evaluation of the sample was found ruptured with shell abrasion at the edge of it. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. The reported complaint was confirmed for rupture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture of right breast prosthesis. Concomitant medical products: mentor memorygel breast implant 375cc gel breast prosthesis, catalog #3503751bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was confirmed by MRI. As a result, the patient will undergo explantation on (B)(6) 2019.